Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a balloon perforation and blood was seen in the helium tubing. Additionally, the intra-aortic balloon pump (iabp) alarmed, but the type of alarm is not known. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI # is incomplete as the lot # has not been provided. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint #(B)(4).